Event description:
On october 26, 2007, at 6:41pm, the lay-user/patient contacted lifescan (lfs) alleging, that the one touch ultra is giving an error 4 message. Per the owner's manual, error 4 indicates 1. You may have high glucose and have tested in an environment near the low end of the system's operating temperature range (43-111 f/6-44 c). 2. There may be a problem with the test strip. For example, it may have been damaged or moved during testing. 3. The sample was improperly applied. On october 26, 2007, this medical affairs specailist was able to contact the patient to obtain/clarify more information. According to the patient, the lfs meter started to display the error 4 message in 2007 at 5:30am. After the reported issue started, the pt reported developed symptoms of "shaky". The patient did not require any medical intervention and did not take any action in regards to diabetes treatment due to the reported issue. The patient was not tested on any other meter. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, blood glucose results the same day, food and diabetes medication intake on the day of symptoms, and recently diabetes medication changes. During the troubleshooting session, the patient verified that he was using the correct test technique, the test strips were in good condition and is within the discard date, and the meter was used within the correct temperature operating range. This complaint is being reported because the pt developed symptoms suggestive of hypoglycemia after the reported issue started. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.